Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a possible shock for atrial fibrillation (af) with rapid ventricular response that the device classified as ventricular fibrillation (vf). The device remains in use. No further patient complications have been reported as a result of this event.